Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda), requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2015, to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing the mr to 2. Post procedure, the first clip (50226u113) detached from the posterior mitral leaflet and remained attached to the anterior leaflet (slda). On (B)(6) 2018, a second mitraclip procedure was performed for treatment. The mr was 3. When forwarding the super stiff guide wire, the left atrial appendage (laa) was perforated. Pericardial puncture was done and procedure was continued. One clip was attempted to be placed, but grasping was difficult due to imaging; therefore, no clip was implanted and the mr remained at 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined; however, the increased mr was due to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.